Event description:
On an unknown date, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Stents were reportedly implanted into both renal arteries as part of a snorkel procedure, and the trunk was implanted up to the superior mesenteric artery. Around (B)(6) 2014, the patient presented emergently to the hospital, and follow-up imaging identified a proximal type I endoleak and ~ 3 cm distal migration of the trunk. It was reported the patient does not want to undergo any further procedures to treat the migration or endoleak. No further adverse events were reported. Additional information has been requested.

Manufacturer narrative:
A review of the manufacturing records could not be performed as the lot number has not been provided.

Manufacturer narrative:
(B)(4). Further investigation determined that this event was also reported under medwatch # 2017233-2014-00223. This medwatch (2017233-2014-00202) will be voided as it is a duplicate report. Please refer to medwatch # 2017233-2014-00223 for the complete investigative report on this event.